Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2015 with the following findings: a review of the pump¿s black box showed no alarms outside of normal use. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter alleged that the communication alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.